Event description:
Ercp [endoscopic retrograde cholangiopancreatography] scope cap came loose from scope while in patient. Egd scope and forceps were used to retrieve cap. Cap was visualized and intact. New cap placed on ercp scope and procedure continued as usual.